Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent out of range pacing impedance measurements of greater than 2500 ohms on the right ventricular (rv) channel. Boston scientific technical service (ts) reviewed the data and recommended troubleshooting options. The involved right ventricular (rv) lead is a non-boston scientific product. Additional information was received, stating that the device was explanted and successfully replaced to due suspected possible header issues. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent out of range pacing impedance measurements of greater than 2500 ohms on the right ventricular (rv) channel. Boston scientific technical service (ts) reviewed the data and recommended troubleshooting options. The involved right ventricular (rv) lead is a non-boston scientific product. Additional information was received, stating that the device was explanted and successfully replaced to due suspected possible header issues. No adverse patient effects were reported.